Manufacturer narrative:
(B)(4). There is no indication at the time of this report that the lens has been explanted. Concomitant medical products: healon (unknown lot#) as well as methyl cellulose from competitors. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of the sensar ar40e intraocular lens (iol), a deposit (foreign material) was noted. Reportedly, the lens was clear when removed from the package. The lens was rotated so that the view is not obstructed.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturer for evaluation as it remains implanted in the patient's eye. Photos of the implanted iol were provided and were evaluated. The customer's reported complaint for deposit (foreign material) was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. During manufacturing, the operators conduct 100% visual inspection and cleaning of the lenses at 10x microscope magnification. If any defect is found that does not meet the specification, the lenses are rejected. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the customer's reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.